Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported failure to deploy the suture (sutures did not deploy properly) could not be replicated in a testing environment as not all components of the device were returned and it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional reported information received: arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic procedure. Reportedly, the proglide sutures did not deploy properly. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the device failed possibly due to the vessel being too calcified. The sutures of the proglide device did not deploy properly. The physician is reportedly trained in the use of the proglide device. No additional information was provided.